Event description:
Patient has history of sleep apnea. Intra procedure device used for an upper endoscopy, superno2 va nasal pap ventilation system, large ref ssl-20 lot 0004185169. Multiple holes at the end of bag, not functioning properly. Crna states bag color also faded. Crna and anesthesiologist both stated this has happened prior - same situation - holes in bag and bag faded. Device sequestered.